Event description:
Customer review complaint: calibration off I agree with other customers who complain that this device provides wrong data and this is confirmed when compared to a professional device. The number was literally 30 points off .